Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that the ok button on her one touch verio 2 meter was unresponsive. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) made a follow up call to the patient. The patient reported that the alleged issue first occurred on (B)(6) 2016, 03:00pm time unknown. The patient denied taking any medications to manage her diabetes and continued with her usual diabetes management routine as a result of the alleged product issue. The patient stated that 2 days after the alleged product issue began she developed the symptoms of "weak and headache" and self-treated with glucose tablets. At the time of troubleshooting the cca noted that it was the first time the patient was attempting to test with the subject meter, there was no misuse of the product and the button was not an intermittent issue. The product issue remained unresolved after troubleshooting. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.